Event description:
Event description boston scientific received information that this implantable transvenous defibrillation lead exhibited varying pacing impedance measurements. During a lead revision to implant a new rate/sense lead, a 21j shock did not convert the induced arrhythmia and produced a shock impedance measurement of less than 20 ohms. This implantable cardioverter defibrillator (ICD) was explanted as the physician thought the lead issue may have affected the device.

Manufacturer narrative:
Another implantable transvenous defibrillation lead was successfully implanted. The device was put through and passed a series of automated diagnostic testing that verified the performance of defibrillation, pacing, sensing, high voltage shocking, and recording functions of the device. The device was archived as meeting specification. This leas was explanted and is no longer in service.